Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the image was noisy due to defective receptacle un. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center connector connection is poor. The event occurred during preparation for use and a similar device was used to complete the procedure with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 20-feb02022. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿image could not be seen due to noise¿ was reproduced at repair site and was attributed to a faulty video connector. However, the cause of the fault could not be identified. Other incoming inspection finding identified: connection failure of video connector socket. Olympus will continue to monitor field performance for this device.